Event description:
Discordant results were obtained on one patient sample tested for albumin (alb), blood urea nitrogen (bun), calcium (ca), chloride (cl), carbon dioxide (co2), enzymatic creatinine (ecrea), glucose (glu), potassium (k), magnesium (mg), sodium (na) and phosphorous (phos) on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The patient was admitted to the emergency room based on the discordant results. The sample was repeated with a small sample container on the same instrument, resulting as expected, and matching the patient's history. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.